Event description:
It was reported the customer was hospitalized due to diabetic ketoacidosis.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.